Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported there was a defective battery alarm. The event occurred several minutes after a syringe pump infusion was initiated. The medication continued to infuse. The pump continued to alarm during the infusion, but was able to be silenced. There was no patient harm. This event did not cause a delay that significantly impacted patient outcome, nor require medical or surgical intervention as a result. Although requested, no additional patient information was provided.

Manufacturer narrative:
The report of a defective battery alarm occurring was confirmed. Physical inspection of the returned device noted that the front cover was cracked on the bottom left corner. The incident battery had been replaced with a new battery. There were no observations of fluid ingress in the front cover or rear case. There was no contamination observed on the electronic or mechanical components. The pcu error log recorded an error event 120.4530.5 - battery defective, on the reported event date and time. Log analysis showed that the pcu alarmed for low capacity at power up, which was confirmed by the user. The pcu had three syringe modules attached but only one device had been programmed to infuse; however, at the time of the event, the infusion had already completed. The syringe module infused for approximately 31 minutes when the pcu alarmed for defective battery at 11:18:37 pm after delivering the programmed infusion. The defective battery alarm was confirmed by the user and the system powered down. Functional testing consisting of battery testing performed on the pcu found that the pcu battery was approximately 1 year old. The pcu battery was charged for 24 hours, four pump modules were attached and programmed to infuse at 999 ml/h, and then the pcu was unplugged. The pcu was operating as expected with all battery alarms occurring as expected. The root cause of the defective battery alarm occurring was unable to be determined due to the replacement of the event battery after the event had occurred.

Event description:
It was reported there was a defective battery alarm. The event occurred several minutes after a syringe pump infusion was initiated. The medication continued to infuse. The pump continued to alarm during the infusion, but was able to be silenced. There was no patient harm. This event did not cause a delay that significantly impacted patient outcome, nor require medical or surgical intervention as a result. Although requested, no additional patient information was provided.